Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Device was explanted on (B)(6) 2023 . The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received multiple inappropriate shocks due to noise on the associated rv lead. Patient went to the ER where device was interrogated and found to be eos. Device currently remains implanted. Should additional information be received, this file will be updated.